Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot. A titan touch pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed a smooth, straight separation on the bladder of cylinder 1, indicating contact with sharp instrumentation. Testing revealed this to be a site of leakage. Groups of separations, indicating contact with an unshod instrument, were noted on the inlet tube of the reservoir. Testing revealed these to be sites of leakage. Surface abrasion was noted on the shorter exhaust tube of the pump and the inlet tube of the reservoir. No functional abnormalities were noted with the pump or with cylinder 2. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladder of cylinder 1 and reservoir inlet tube occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or after explant. These separations are not associated with the cause for failure. The information received indicated there was leakage, but because no functional abnormalities were noted with the returned components other than instrument damage, the complaint could not be confirmed as reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the system was not working due to loss of fluid. The reason was unable to be found during surgery. The device was explanted and replaced with another inflatable prosthesis.